Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that the display device read failed transmitter error on (B)(6) 2016. No additional patient or event information is available. The transmitter was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. A pairing test with the nordic bluetooth device was performed and failed. Therefore, it was not possible to download the transmitter log during the pairing test. The global transmitter final functional test was performed and resulted in a failed transmitter. The customer complaint of transmitter failed error was confirmed. The root cause was determined to be a failed transmitter.